Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. The customer's blood glucose level ranged from 86-170 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump.